Event description:
Event description cpi received information that during the review of previous therapy delivered, it was observed that this ventak mini implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock while the patient was in sinus rhythm. Further testing did not re-create any problem; isometric movements, valsalva maneuvers, body torsions, did not cause any oversensing. Further information indicated that there has been no repeat of the event. The ICD will be followed normally, and remains implanted.